Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented over the past year with the right ventricular lead that was increasingly exhibiting frequent lead noise episodes. The lead was capped and replaced successfully. The patient was stable post procedure.